Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead was explanted and returned.

Manufacturer narrative:
External insulation abrasion was noted at 40.5-41.2cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location. External insulation abrasion was noted at 42.1-42.2cm from the distal tip, consistent with lead friction to the device can. The etfe coating as abraded at this location, consistent with the field observation of noise.

Event description:
It was reported a merlin.net transmission revealed two aborted high voltage therapies due to suspected lead noise. No adverse consequences were reported. No further information was available.